Manufacturer narrative:
An event regarding instability involving a adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised for instability of the right hip. Heads and liner were removed and new head and liner were reimplanted.

Manufacturer narrative:
An event regarding instability involving a adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised for instability of the right hip. Heads and liner were removed and new head and liner were reimplanted.

Manufacturer narrative:
The catalog number and lot code were not provided. It was noted that the device is not available for evaluation due to hospital policy. Therefore, the exact cause of the reported event cannot be determined.

Event description:
Patient was revised for instability of the right hip. Heads and liner were removed and new head and liner were reimplanted.